Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 7300tfx mitral pericardial valve, implanted in the tricuspid position, was explanted after an implant duration of nine (9) months due to unknown reason. The explanted valve was replaced with another 25mm 7300tfx mitral valve. No other details were provided.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, the root cause of this event was due to patient and/or procedural related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device was discarded due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 7300tfx mitral pericardial valve, implanted in the tricuspid position, was explanted after an implant duration of nine (9) months due to recurrent infective endocarditis with vegetation and mild to moderate tricuspid regurgitation. The explanted valve was replaced with another 25mm 7300tfx mitral valve. Per the medical records, the tricuspid valve was infected. There were vegetations on the atrial aspect of the leaflets. There were also vegetations on the ventricular aspect of the bioprosthetic valve leaflets. The vegetations and tricuspid valve were removed. The annulus was debrided and sized to a 25mm 7300tfx mitral valve. The valve was implanted with optimal seating of the valve. The patient was gradually weaned off cardiopulmonary bypass. Protamine was administered. The patient was hemodynamically stable, and there was no evidence of any bleeding. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on pod #24.